Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr2316 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "micro-introducer sheath bending while attempting to advance device into blood vessel. Clinician reports feeling distinct "pop" as micro-introducer passes through subcutaneous layer but then unable to pass through blood vessel wall on 1 occasion as sheath begins bending. Clinician then retracted micro-introducer, removed peel away sheath, inserted dilator over wire into target vessel, retracted dilator and re-assembled with peel-away sheath, then successfully passed micro-introducer over wire into target vessel."